Event description:
As reported by the user facility: detailed inquiry description: customer states "IV catheter in his right forearm become dislodged. Catheter was broken directly off at the hub". An ultrasound of the right arm, right arm x-ray and chest x-ray was completed. He was discharged the following day with no findings, no procedures or complications. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was provided for evaluation. The returned sample was evaluated per specification by a subject matter expert, and it was noted that a piece of the catheter is still in the hub. The catheter did not come out of the hub, but it was broken off of the hub. The reported defect was not confirmed to be due to a product deviation, but rather a user error during use. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.